Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: 5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6), 2026, the patient¿s blood glucose levels increased to approximately 460 mg/dl after approximately 36-48 hours of pod wear on the arm. On the date of the event, the patient reported missing a lunch bolus dose. Later that evening, her blood glucose level was 152 mg/dl prior to bedtime. At approximately 3:00 am the following day, the patient awoke to an automated delivery restriction alert on the omnipod system, with blood glucose readings of approximately 330 mg/dl. She administered multiple correction bolus doses; however, her blood glucose levels did not decrease. The patient presented to the hospital at approximately 10:00 am, at which time her blood glucose level had increased to approximately 460 mg/dl. She was treated with intravenous insulin during hospital evaluation and was discharged the same day at approximately 4:00 pm. No specific diagnosis was reported during the hospitalization. The patient reported that later the same day, while at home and wearing the same pod, her blood glucose levels began to rise again despite administering correction bolus doses. No specific blood glucose levels were reported for the second hyperglycemia episode. She stated that she felt as though she was going to die and reported symptoms including weakness and labored breathing while lying on the floor. Emergency medical services were contacted, and the patient was subsequently admitted to the intensive care unit on (B)(6), 2026. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with intravenous insulin infusion and fluids. During hospitalization, physicians identified a serious cardiac condition requiring transfer to another hospital for open heart surgery. The patient reported that she remained hospitalized at the time of reporting and was undergoing further evaluation of the heart condition, including an angiogram. She emphasized that the cardiac condition was unrelated to the dka diagnosis. No anticipated discharge date was reported. The pod involved in the event was removed and discarded at the hospital.